Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This emdr represent the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represents the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia and right femoral hernia thereby underwent robotic repair with implant of two 3dmax mesh (left - device #1 & right - device #2). Per operative notes, ¿bilateral inguinal hernias and right femoral hernia were identified and omentum was reduced. A 3dmax mesh (left - device #1 & right - device #2) was placed and sutured." On (B)(6) 2016 - patient was diagnosed with recurrent bilateral direct inguinal hernias, pain thereby underwent open repair with implant of two bard mesh pre-shaped (left - device #3 & right - device #4), lysis of adhesions. Per operative notes, ¿on the left side, the mesh (device #1) had curled up and obvious hernia was identified. The hernia sac was dissected free and a bard mesh pre-shaped (left - device #3) was placed and sutured. On the right side, hernia was cleared off and a bard mesh pre-shaped (right - device #4) was placed and sutured."